Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. Qualification records were reviewed and the product lot met all acceptance criteria. Lot l30963 was released to sterilization on (B)(4) 2012 and completed on (B)(4) 2012 to the sterility assurance level of (B)(4). The omnipod user guide warns "do not apply or use a pod if its sterile packaging is open or damaged, as this may increase the risk of infection. Pods are sterile unless packaging has been opened or damaged," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place," and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site."

Event description:
The pt reported that he had a staph infection from this pod and went to the hospital, where he was given IV antibiotics. He rotates his infusion sites between the arms and abdomen and cleans the sites with alcohol. He used u500 insulin.